Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for being unable to charge a battery pack was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the shorted q1 current-controlling transistor and the shorted u13 cmos flash microcontroller on the bedside pca was the contamination. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.